Event description:
It was reported that a patient's device triggered a right ventricular (rv) lead integrity alert. Oversensing and short interval counts (sics) were observed on the lead over the previous four months. The lead was confirmed to be fractured and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).